Event description:
Info was received that reported a pt was hospitalized in 2007 due to hyperglycemia. The reporter states the pt's blood glucose was normal one day earlier. On the morning of the following day, the pt's blood glucose was greater than 600 and she had large ketones. Additionally, she was vomiting and was dehydrated. She was treated at the hosp with IV fluids and insulin. No alarms or alerts were reported and pump appeared to be delivery insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.